Event description:
The device was being used on a patient to provide CPR support for cardiac arrest. It was reported that after 1 hour of use, the unit would no longer function. Head nurse opinion was that failure of unit did not contribute to the death of the patient.